Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 7 devices were received for evaluation; 7 events were confirmed during testing, 6 devices were found to be affected by corrosion and damaged internal components, 1 device was found to have non-stryker components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device overheated; 3 reported events had no patient involvement; no patient impact, 3 reported events had patient involvement; no patient impact, 1 reported event had no information available from the facility regarding patient involvement or patient impact.